Event description:
The report received indicated that during a coronary procedure, the 3.0x33 mm cypher stent was being delivered to the target lesion. Although the lesion had been pre-dilated, the device could not cross the lesion and the physician decided to remove the device. During withdrawal, the physician felt resistance from the vessel, proximal to the target lesion, then when the cypher reached the guiding catheter, the physician again felt resistance with the distal tip of the catheter. Therefore, the entire system was retrieved from the pt; after withdrawal, the proximal section of the stent was found flared. In order to finish the procedure, "5 in 6 technique" was used and two cypher stents were implanted. The procedure was successfully completed without report of any injury to the pt. Additional info indicated that the target lesion was the right posterior atrioventricular (pav). The vessel was heavily calcified, moderately tortuous and presented 90% stenosis. Furthermore, it was indicated that other than the withdrawal difficulty encountered; there were no other difficulties. There was no excessive force used during the procedure. Furthermore, it was confirmed that there were no anomalies noted in the device prior to use.

Manufacturer narrative:
The product has been returned for eval and testing; however, as of to date, the eval has not been completed. This device is distributed outside the united states; however, it is similar to the cypher coronary sds/stents distributed in the us. Additional info will be submitted within 30 days upon receipt.